Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a 56 year old male patient presenting with cardiomyopathy. One day after insertion of the device, the patient endured "worsening ventricular tachycardia" the prompted administration of "amiodarone adn 1l ivf(weak, diaphoretic)" and a cardioversion. Approximately 4 days later, the patient endured atrial fibrillation that prompted a second cardioversion. Impella support continued until the pump was explanted and the patient was bridged to transplant.

Manufacturer narrative:
The investigation for the reported arrhythmia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the arrhythmia could not be determined. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) states ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d4-updated model number. Added- d6a/d6b.